Event description:
Customer is receiving simultaneous readings of 100+ points off. Send control solution first; customer calls back to report his meter is not falling within the control solution range, even with brand new strips.